Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The warranty sticker was missing. Excessive oil was noted at the distal joint. A functional evaluation was conducted. The piston migration was at 2.95 inches. The complaint was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the spider 2 tenet had an oil leakage. No case involved. Therefore, there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.